Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogating the implantable cardiac monitor (icm), it was noted that the icm had failed to be interrogated. No intervention was performed. The patient was in stable condition.